Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had intermittent capture and pacing inhibition due to over-sensing. Fluoroscopy revealed that the lead had dislodged. The physician attempted to revise the existing lead but helix was unable to be re-deploy. The lead was explanted and replaced. Patient was stable post procedure.